Manufacturer narrative:
Investigation/conclusion: the customer did not provide lot numbers or return products for investigation. Unable to perform further investigation without additional info. Since a lot number was not provided, mfg record review was not performed. Root cause could not be determined from the info provided by the customer. No further investigation will be pursued at this time.

Event description:
Caller alleged discrepant low inratio2 inr result in comparison to the lab inr result. Results are as follows: date: (B)(6) 2014. Inratio2 inr: 1.5. Lab inr: 2.6. Therapeutic range: unk. Nurse was unwilling to finish troubleshooting. There was no reported adverse pt sequela. Though requested, there was no additional info provided.